Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opened while locked. It was reported this was a mitraclip procedure performed to treat functional mitral regurgitation (mr) with a grade of 4. The steerable guide catheter (sgc) was inserted, and the mitraclip delivery system (cds) was advanced to the mitral valve. The first and second final arm angle (faa) tests were successful. The clip was placed on the leaflets and mr was reduced to 1. However, after deployment, the clip opened to approximately 20-30 degrees. The clip was still stable, but had a v-shape seen in fluoroscopy. Mr increased to 2-3 after deployment. An additional clip was implanted lateral to the first clip, to reducing mr. Mr was reduced to 2. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, a cause for the reported clip opening while locked could not be determined. There is no indication of product issue with respect to manufacture, design or labeling.